Event description:
Customer reportedly received the following results on the mobile system: 19.6 mmol/l, 10.5 mmol/l, 8.5 mmol/l, and 9.7 mmol/l. Customer then tested 6.2 mmol/l on the aviva system. All results were within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 278264, expiration date 02/28/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system.